Event description:
It was reported that when the asymptomatic patient presented for routine follow-up, device interrogation revealed an alert from (B)(6) 2014 for possible high voltage circuit damage. The timestamp matched a non-device related procedure where electrocautery was used. The patient received inappropriate high voltage therapy due to emi classified as vf. Two other therapies were aborted as a result of electrocautery interference ending. Two subsequent capacitor maintenances were successful. The device remains implanted. The patient has had no further alerts and monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.